Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis of the device memory indicated an issue with wireless telemetry. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure a wireless telemetry failure was detected with the device before the pocket was sewn up. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure a wireless telemetry failure was detected with the device before the pocket was sewn up. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.